Event description:
20 gauge safety angiocatheters were used to start intravenous lines on at least three occasions. They have been found to either not retract or take several attempts with manipulation of the needle, i.e., pulling the needle out manually, before the catheter retracts. In addition, nurses have reported that it is harder to pierce the skin with these particular needles.